Event description:
It was reported that at setup the handpiece was turned on and immediately, within a minute, over heated. There was no patient invol vement. The handpiece was replaced prior to use and the case was completed with the replacement handpiece with no issue. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes. (B)(4)

Manufacturer narrative:
The device (stylus touch drill) was returned for evaluation and repair. Analysis found no fault found with the drill. The drill was connected to an ipc console and operated at default speed. The drill sounded and functioned normally. After 1 minute of operation the measured temperatures for the drill were 79.7 degrees f and 78.3 degrees f. Methods: actual device evaluated; visual inspection; labeling evaluation; thermal energy evaluation. Results: no failure detected; the device either functioned as designed or a failure was not found. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.